Event description:
Machine was plugged into an outlet and machine alarmed. Power panel on wall indicated a line isolation monitor (lim) alert. Alarm and panel alert ceased when machine unplugged. Machine had recently been serviced by vendor for problem with mixer pump and recently returned when this lim alarm event occurred.